Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Possible models could include the sprint fidelis (6930, 6931, 6948, 6949). The recall and correction number listed are in reference to a product family of leads that are associated with the field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. The gender of the baseline characteristics is male and the baseline age is 65 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:safety and efficacy of the new bidirectional rotational evolution®mechanical lead extraction sheath: results from a multicentre italian registry. Europace. 2018; 20(5):829-834. Doi: 10.1093/europace/eux020. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The purpose of the study was to evaluate the effectiveness of a new bidirectional rotational mechanical sheath used during lead extraction. The article reports that there were lead ¿malfunctions" requiring lead extraction. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.